Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the urinary stimulator was removed after 6 years and replaced it with another one, it just didn't work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they were returning a call from the manufacturer regarding the patient. Caller stated they had been left a message asking if the device was explanted because it was given a wrong diagnosis or if it was malfunctioning. The caller stated the hcp was no longer in practice and had retired. Caller stated that device was replaced 3 times, that it had never worked for the patient the caller provided dates/procedures based on the patient's medical record following initial implant which included the "removal of interstim lead, removal of ipg" on (B)(6) 2025. Caller stated from the information, the explant would have been due to malfunction (as opposed to wrong diagnosis). Caller stated that patient reported the provider never listened to them and they just kept getting replacements even though it never worked for them. On (B)(6) 2025 a call was made to the hcp and the nurse stated that they had met with the patient who clarified the "incorrect diagnosis" to mean that the device did not work for them, and it was removed twice. The nurse stated that the device did not help with anything. The nurse stated that the cause was unknown and that the patient was rightfully diagnosed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they had the device removed on (B)(6) because it didn't work. Agent documented reported event and transferred patient to hcit for a handset wipe.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.